Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #2 date of submission 11/04/2016: correction to evaluation codes: (B)(4). The incorrect results codes were inadvertently included on follow-up #1.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons were unresponsive. The keypad cover was removed and no defects were found to the button contacts. The pump cover was removed and internal moisture was found on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).